Event description:
At about 5 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13-oct-2023 lot 2242250: (B)(4) items manufactured and released on 13-dec-2022. Expiration date: 2027-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Other devices involved: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 2219047: (B)(4) items manufactured and released on 22-nov-2022. Expiration date: 2027-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Gmk-sphere 02.12.0007r femoral component sphere cemented size 7 r (k121416) lot 2207347: (B)(4) items manufactured and released on 12-jul-2022. Expiration date: 2027-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.